Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 23.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that during a routine device change out procedure high, out of range, high capture threshold was observed on the rv lead. No noise, sensing or impedance issues were observed. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure and will be followed up normally.